Event description:
It was reported to philips that the system did not start up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not start up completely. A review of the system logfile confirmed the malfunction of the pdu fan tray and dcps. To resolve the issue, the rse suggested the customer to replace the pdu fan tray and dcps. As per suggestion, the hospital engineer replaced the pdu fan tray and dcps on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.